Event description:
It was reported by the user site that during a 3dimensions patient exam on (B)(6) 2026, an error code for uncommanded vertical motion was triggered by the device. The user site reported that the device was shut down for troubleshooting purposes. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that a fuse within the device was blown. The fse also observed that the rotational vertical travel assembly (vta) bolts of the device were loose. The fse reported that one of the rotational vta bolts continually rotated and was unable to tighten the bolt. The fse replaced both the blown fuse and the vta assembly. No further information is currently available.